Event description:
Surgeon reported an unexpected postop refraction following intraocular lens (iol) implant procedure. Pt presented with poor near vision. Additional info was received from the surgeon who reported that a yag capsulotomy was performed but did not help the pts' vision.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire has not been received. (B)(4).